Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the speedband superview super 7 device was returned, and during visual inspection, there was no visible damage. The suture wire was returned with seven knots. Also, the ligator housing was returned without any band attached to it. No other problems with the device were noted. The reported event of band unable to deploy was not confirmed. The investigation found that the device was returned without any damage and that the suture wire was returned with seven knots. In addition, the ligator casing was returned without any band attached to it. The most likely cause of the reported problem cannot be established due to lack of evidence. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of hemorrhoid procedure performed on (B)(6) 2025. During the procedure, the band was stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of hemorrhoid procedure performed on (B)(6) 2025. During the procedure, the band was stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.